Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in the past few days the recharger was not charging the patient's implanted neurostimulator. The caller said that the patient had tried resetting the recharger but that did not resolve the issue. Patient representative said the patient went to see their healthcare provider this week and the healthcare provider (hcp) told the patient that the placement of the implant was "kind of weird" and that the battery was too low and hcp had trouble connecting to implantable neurostimulator (ins) with recharger as well. Hcp mentioned replacing ins soon. During the call, the caller tried connecting to ins and was able to briefly connect before recharger disconnected again. Caller was eventually able to connect to ins and see that patient's battery was at 75%. Agent reviewed with the caller that the implant charge level can take a long time to increase. Agent also reviewed how to turn off the beeping sound on the wireless recharger. The issue was not resolved through troubleshooting. The patient was redirected to their health care provider to further address the issue. Additional information was received from healthcare provider (hcp). Hcp reported that the cause of the implantable neurostimulator (ins) connection difficulties is unknown but they suspect a contributing factor was the location of the ins made it difficult to connect due to the recharger needing to be in the precise location. The issue has not been resolved and the surgery date is still pending.